Manufacturer narrative:
Additional information: d9, g3, h6. Complaint is confirmed. Visual inspection did not find any issues with the device returned. No suture was returned. Functional testing with suture 2-0 noticed that it got caught between the wheels mechanism and did not go through the shaft to the tip of the 25°, curve, right quickpass¿ lasso, low profile tip. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used on the wheels during suture passing/tightening /tensioning.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament (acl) and ramp lesion surgery the surgeon used the suture lasso for the ramp repair. During the case they used four suture lasso because the suture didn¿t get out. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.